Event description:
It was reported that the lead had low impedance and an outer insulation break. It was further reported that the patient was pacemaker dependent. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.